Manufacturer narrative:
The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the percutaneous lead (lead) severed approximately 7 inches from the pump housing and the remainder of the lead was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Examination of the textured blood-contacting surfaces of the outlet elbow as well as the pump's blood-contacting surfaces upon pump disassembly revealed no evidence of depositions or thrombus formations. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the pump was exchanged on (B)(6) 2016 due to elevated lactate dehydrogenase levels and suspected thrombus. No further information was provided.